Event description:
It was reported that there was a cot tip leading to a patient head injury. The cot was being moved over ice and the ice broke leading to the tip. No specific injury details have been provided. Upon evaluation, no defect was found with the unit which would have caused or contributed to the alleged tip.

Manufacturer narrative:
The section h codes and b5 summary have been updated to reflect the completed investigation. It was identified that the head injury was minor rather than serious.

Event description:
It was reported that there was a cot tip leading to a patient head injury. The cot was being moved over ice and the ice broke leading to the tip. The patient sustained a head contusion but no treatment was required. Upon evaluation, no defect was found with the unit which would have caused or contributed to the alleged tip.